Event description:
Additional information was received and states that the bone was fractured and no cement was involved. It also states that the loosening was between the implant and bone interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was revised (mbt duofix tibia) due to tibial fracture and loosening due to a fall. The mbt duofix tibia and lcs bearing were removed, revised and discarded. The lcs standard+ right porocoat femoral component and lcs patella are still in-situ. Did the patient require revision surgery or hardware removal? Yes, facility name of original implant: [hospital]. Was device explanted? True, hardware/explant removal due to: tibial loosening associated with fracture, did patient require revision surgery? -true, if yes, date of revision surgery. [Date] reason for revision surgery. Tibial loosening associated with fracture, patient status/ outcome / consequences. , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of none, device in possession of none, (B)(4). Device property of none, device in possession of none, (B)(4). Device property of none, device in possession of none, (B)(4). Device property of none, device in possession of none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.